Event description:
It was initially reported that the patient had generator replacement on (B)(6) 2015 due to near end of service. An implant card was later received on (B)(6) 2015 which reported that the patient had generator and lead replacement. The reason for lead replacement was marked as lead discontinuity. The explanted products have been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Code only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the explanted lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Analysis was completed on the explanted generator. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the internal device data revealed that the pre-change >25% change in impedance on the date of explant ((B)(6) 2015) showed impedance value within normal limits.